Event description:
It was reported that the unit overheats and then it cuts off. It was further reported that there were no adverse consequences and that there was another unit in the room.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.